Event description:
Per independent repair center: the unit had low o2 and was leaking. Per independent repair center statement, low o2 or yellow light. The key failure was that the tie wraps were leaking.